Event description:
As reported by our affiliates in japan through the japanese tavi case registry, hemolytic anemia was confirmed on postoperative day (pod) 21 of the transfemoral tavr procedure for a 20mm sapien 3 ultra resilia valve. The hb was 7.7g/dl and haptoglobin was decreasing. It was determined as hemolytic anemia due to paravalvular leak (severity unknown). There was no subjective symptom. As the patient did not accept intervention such as balloon aortic valvuloplasty and plug implant for paravalvular leak, blood transfusion was executed, and the amount of erythropoietin given was increased.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated sections h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. Imagery was provided and reviewed but was not relevant to the event. The complaint for paravalvular leak (pvl) was unable to be confirmed due to unavailability of relevant imagery and/or medical report. Review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the pvl. A review of instructions for use/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information provided, a definitive root cause for the pvl is unable to be determined at this time. Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the thv procedure and the use of the edwards thv devices. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from heart-lung bypass or a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Mild, compensated hemolysis associated with prosthetic heart valves is not uncommon. It is usually associated with either structural deterioration or paravalvular leak. Severe hemolysis is rare, however, and usually reflects paravalvular leak. In this case, there was no allegation or indication a product malfunction contributed to the hemolysis. Investigation results suggest/indicate pvl may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Neither a product risk assessment, nor corrective or preventative actions are required at this time for the pvl. However, due to other similar complaints, corrective/preventative actions were previously initiated to capture the further investigation for hemolytic anemia.